Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient couldn't tolerate lens. Additional information has been received that lens was exchanged for company lens model after 2 months. The patient was not able to read due to edema after lens exchange.

Manufacturer narrative:
This report originally filed as mfg report num 1119421-2025-00752. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company 19.5 diopter (add power +2.2/+3.2) lens was replaced with a monofocal company 19.5 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received that patient was scheduled for corneal transplant in eye due corneal issues.